Event description:
The customer reported that the sys would not save images. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the sys and reformatted the hard drive and reloaded the sys software and calibration files. The sys operates as intended.